Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. However, it should be noted that the mynxgrip instructions for use (IFU) states that the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. It was reported that sealant came out of the patient's tissue tract after compression on access site. Picking and compressing the access site, can force the sealant out of the tissue tract. There is no indication to suggest that the mynx device did not perform as intended. There is no indication to suggest that the mynx device did not perform as intended. Should additional relevant information become available a supplemental MDR will be filed. (B)(4). Production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that during a follow up visit 12 days after the mynxgrip device was used for arterial closure following an interventional procedure, the mynx sealant expelled from the tissue tract. It was noted that the patient had an open wound with fluid and red halo around the access site. Compression was applied to the site and the mynx sealant came out of the patient's tissue tract. The mynxgrip device was used with a 6f procedural sheath during the mynx procedure. The patient was put on antibiotics and was being monitored. The patient's outcome was described as fine and hospitalization was not prolonged as a result of the mynx event.